Manufacturer narrative:
A getinge service territory manager (stm) assisted biomedical engineer (biomed) with solving the issue. Biomed collaborated with hospital cathlab educator with solving issue. The iabp was cleared for clinical service.

Event description:
It was reported that prior to use on a patient, the intra-aortic balloon (iab) was not inflating with the cs300 intra-aortic balloon pump (iabp). No EKG readings, thus changed out the pump. Customer tested cable without issue. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Full event site name: (B)(6) medical center.

Event description:
It was reported that prior to use on a patient, the intra-aortic balloon (iab) was not inflating with the cs300 intra-aortic balloon pump (iabp). No EKG readings, thus changed out the pump. Customer tested cable without issue. There was no patient involvement and no adverse event was reported.